Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history records) for all libre sensors were reviewed within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in is based on the customer's report of "august." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received unspecified higher reading from his adc freestyle libre sensor compared to an unspecified blood glucose result. He further reported that on an unspecified date/time in august when he received the higher readings from his sensor he experienced both a loss of consciousness and a seizure. Customer was given a ¿sugary drink¿ by a family member due to being unable to self-treat due to symptoms and the paramedics were called. The paramedics obtained a blood glucose reading on their meter, but the exact reading is unknown. The customer was transported to a hospital, but no additional treatment was reported. There was no report of death or permanent injury associated with this event.